Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: on examination, there was visible corrosion/rust inside the battery compartment. A leak test was performed revealing a leak at the battery compartment; the battery compartment was noted to be cracked from the threads down along the bumper to the case seal. The pump was opened for further investigation and did not reveal any evidence of moisture inside the pump. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The distributor alleged that there was moisture/corrosion in the battery compartment. There was no allegation that the pump was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.